Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water leaking from inflation valve. On visual inspection, no abnormalities were detected throughout the catheter. They discarded a syringe made by another company.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter. Also received 4 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on inflation funnel and cap and drainage funnel. Third photo sample shows top view of inflation funnel with no obstructions present along pathway. Fourth photo sample shows end of catheter with balloon not inflated. No root cause could be found because the reported event was unconfirmed. The DHR review is not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water leaking from inflation valve. On visual inspection, no abnormalities were detected throughout the catheter. They discarded a syringe made by another company.